Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the clinic. Upon interrogation, it was noted tests could not be run due to safety pacing. Further investigation revealed that the implantable cardioverter defibrillator exhibited crosstalk. Programming changes were made. Patient condition was stable throughout.